Manufacturer narrative:
Investigation: a review of the complaint history, device history record, documentation, trends, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There were no non-conformances associated with the finished lot. There is no evidence to suggest the product was not manufactured to specifications. The lot in question was 100% inspected prior to final release. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the device valve does not work; it did not stop the blood flow. The amount of blood loss was not provided by the initial reporter. The patient did not require any additional procedures and did not experience any adverse effects due to this occurrence.